Event description:
Discordant high glucose results were obtained with three (3) patient samples on an advia 1800 chemistry analyzer. The initial results were reported to the clinician, who questioned the high results due to the patients' histories. The laboratory retested the samples on the same advia 1800 analyzer, and the repeat results were reported to the clinician. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse proactively replaced the solenoid valves, and ran qc materials. The qc results were within range. The fse concluded that the cause of the discordant glucose results is unknown, and no conclusions can be drawn as to what caused the discordant glucose results. The instrument is performing according to specifications. No further evaluation of the system is required.